Event description:
The company was informed that the pt experienced no sound while using her cochlear device. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.